Event description:
According to available info from user facility, it appears that the distal tip (1/4 inch) of an endoscopic scissor broke off during an ovarian cyst excision via video laparoscopy. Intervention via an additional open procedure was performed to locate the broken scissor tip. This event type is occurring below the frequency and severity that are normal for this device.